Event description:
It was reported that the patient presented for a device changeout procedure. Upon interrogation, after the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was reprogrammed. The patient was in stable condition.